Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. This patient¿s underlying disease conditions likely played a role in the long-term development of stenosis and regurgitation of this pericardial valve; however, cause cannot be conclusively determined.

Event description:
Through follow up with healthcare provider edwards learned the patient underwent valve-in-valve procedure due to severe aortic stenosis and mild aortic insufficiency from an eccentrically directed jet. There was no transvalvular gradient and no perivalvular leak. The patient was able to maintain good, excellent hemodynamics on inotropic support in venovenous ECMO and was able to be transferred to the unit in stable, but critical condition. Patient was discharged on post operative day 13.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 25 mm aortic valve was disabled after an implant duration of approximately six years, 10 months, due to unknown reason. A second device, a 23 mm transcatheter valve, was implanted inside the failing 25 mm valve in the aortic position using a valve-in-valve procedure. No complications reported. No additional details provided.